Event description:
It was reported that, during bronchoalveolar lavage (bal) the bronchovideoscope tested positive for an unknown amount of colony forming units (cfus) of rothia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending .once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. Additional information: h3, h4, h6, h11. An olympus ess visited the user facility for an observation of the cleaning procedures due to positive tests when olympus scopes were used. The physicians reported that when they use the olympus scopes, their bronchial alveolar lavage (bal) results come back with rothia present in the sample. The procedure was performed orally. During the observation of the set-up, the olympus ess noted that they are using a viscous lidocaine jelly was used to lubricate the scope upon intubation. The staff is unaware of what the jelly consists of. The ess explained to the staff that they should only be using water-based lubricants for the procedure. The staff will investigate what is included in the jelly, and if it contains any silicone or similar components, they will look for an alternative. After the procedure was completed, the staff transported the scope to the endoscopy department for manual cleaning and high-level disinfection. The customer uses a steris leak tester for those steps, so the ess instructed the customer to verify with steris the validated IFU for leak testing this model of olympus scope. Once leak testing was complete, the manual cleaning steps were observed. The staff uses boston scientific brushes for brushing the scope channels. It was suggested to try using the olympus cleaning brush for a couple of months to see if the same results are present. The customer brushed the channels appropriately however, they were not cleaning the bristles of the brush with their fingers before removing the brush from the channels. Once the brush was removed from the scope, they were not cleaning the brush with their fingers at this stage. The staff was advised to follow these steps when brushing the scope. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: the insertion section. Cfu: unknown. Bacterial identification: staphylococcus pasteuri, staphylococcus epidermidis. Sampling date: (B)(6) 2024. Sampling from: the instrument/suction channel. Cfu: unknown. Bacterial identification: staphylococcus epidermidis, staphylococcus pasteuri. The device was evaluated where an additional potential adverse event was noted where the scope was used in a subsequent procedure and lint was found on the opening of the biopsy channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not separated when the user implemented sampling for culture testing. The investigation into the cause of the detection of bacteria and the lint adhering to the channel could not be established and a root cause could not be determined. Olympus will continue to monitor field performance for this device.